Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow-up. Upon interrogation of the device, a diagnostic anomaly was observed regarding longevity calculation of the battery. The device will be monitored at regular intervals until it triggers the elective replacement indicator. The patient was stable and will continue to be monitored.